Manufacturer narrative:
Carefusion file identification number: (B)(4). Any additional information received will be evaluated and included in a follow-up report if required. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that their vela ventilator touchscreen did not respond to touch and a spot appeared on the screen. The unit was not in use on a patient when the event occurred. There were no reports of harm, associated with the event, received by carefusion.

Manufacturer narrative:
Results of investigation: the front panel assembly was returned to carefusion for evaluation. The front panel assembly was visually inspected and fluid ingress was observed in the bottom right corner of the screen. The assembly was installed into a known good unit and tested. The reported problem was duplicated and attributed to the fluid ingress in the front panel. This reported issue is being addressed through an internal investigation.